Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a050502 captures the reportable event of bands misfire.

Event description:
Note: this report pertains to the second of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used during a banding procedure performed on (B)(6) 2024. During the procedure, the bands misfired and deployed in an unintentional location. Additionally, there were bands also which deployed prematurely. A second speedband superview super 7 was used; however, the bands also misfired and deployed in an unintentional location. It was reported that the device was completed using an alternate device, but it was unknown what device was used to complete the procedure. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.